Event description:
Additional information was received stating that the patient's physician attributed the increase in seizures to the normal battery depletion and that the seizures were not above the pre-vns baseline levels.

Event description:
Clinic notes were provided for a patient who was being referred for a generator replacement and had been experiencing an increase in seizures. The patient's device was checked via the clinic notes and was shown to be operating as intended, but the patient's physician referred the patient for a generator replacement due to the increased seizures. A battery life calculation confirmed that the device was not suspected to be at near end of service.

Manufacturer narrative:
Corrected data: describe event or problem; this information was inadvertently left off on mfg. Report #1. Corrected data: if explanted, give date; this information was inadvertently left off on mfg. Report #1.

Event description:
An implant card was received which indicated that the patient underwent generator replacement surgery. The explanted generator has not been received to date.

Event description:
The explanted generator was received and underwent product analysis. It was found that the generator's end of service indicator was not flagged, indicating that the battery was not low. The generator's output was monitored for a 24 hour period and there were no variations in signal observed during testing. The generator performed to functional specifications.